Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window. The units in the reservoir matched the units left on the status screen. The history download showed that the daily total of insulin was 32.175 units on (B)(6) 2015. The history showed that 20.2 units were delivered by bolus and 11.975 units were delivered by basal. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, customer experienced low blood glucose for three days. Customer's blood glucose was 40 mg/dl and current was 47 mg/dl, treated with glucose tablets. There weren't any changes to the customer's diet. Symptoms were dizzy, sick, hot, and clammy. Troubleshooting was performed and it was determined the reservoir showed less insulin then what was displayed on the device screen. Displacement test was performed and it passed. Customer's mother was advised to monitor the device. Customer's mother was called back to performed delivery anomaly troubleshooting and customer's agreed the device was working as designed but requested the device to be replaced. Customer's mother was advised to discontinue use of the device and revert to back up call. She agreed to return the device for further analysis. Customer's mother called back on (B)(6) 2015 and stated during troubleshooting that was done previously they noticed the reservoir was empty.